Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint on behalf of an end user: "patient reporting her pump was leaking. Before contacting the support line, the patient stated she woke up to the pump leaking.she stated the pouch was wet also. The patient stated the tubing pulled straight from the pump. After the patient examine the pump and IV set, she determines the tubing was pulled out the distal end of the cassette (right side exit point)." Leak occurred during an infusion. Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.